Event description:
It was reported that a user experienced dexcom g7 continuous glucose monitor (cgm) sensor connectivity showing paired status but no glucose readings on the ilet, which was resolved after the user toggled sensor connections. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no impact to blood glucose control and no need for medical care. User support included user-guided troubleshooting and education that restored data transmission. Investigation of this case revealed a transient communication issue between the cgm and the ilet that resolved with reconnection, with no device component replacement indicated. It was concluded, based on previously established findings for similar reports, that the cause was intermittent signal loss that was user-correctable through standard reconnection steps.